Event description:
It was reported that pen needle 31gx5mm 7 pack was blocked. The following information was provided by the initial reporter: the patient bought a disposable insulin injection pen needle in our store on (B)(6) 2020. After using it, he found that the needle could not get out of the medicine normally, and the needle was blocked.

Manufacturer narrative:
H6: investigation summary no actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Lot#9003955 DHR and related manufacturing records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Appearance, clog and np gap test was conducted on 7pcs retention samples and all no needle clog or np gap fail found. Based on the investigation above, the certain cause cannot be concluded at the moment. But if the product can¿t be installed vertically, it may cause needle bent and clog.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 7 pack was blocked. The following information was provided by the initial reporter: the patient bought a disposable insulin injection pen needle in our store on (B)(6) 2020. After using it, he found that the needle could not get out of the medicine normally, and the needle was blocked.